Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no rewind anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarms during rewind. The blood glucose level was unknown. The customer reported that they had to rewind the insulin pump several times before being able to prime, insulin pump was not complete rewind it will go back to disconnect tubing rewind. The insulin pump will be returned for analysis.